Manufacturer narrative:
The marathon catheter was returned for evaluation without the mirage guidewire mentioned in the complaint description as it was discarded. The catheter was found to be ruptured at approximately 0.5cm from the distal end which may have contributed to the reported event as the catheter was tested with an in-house guidewire and it could not pass the damaged part of the catheter. All devices are 100% inspected for damages and irregularities during manufacture. Catheter rupture.

Event description:
During the preparation, it was reported the tech noted that the mirage wire would not go into the lumen of the marathon catheter. The catheter did not have any apparent defect and the catheter was able to be successfully flushed with saline. A new device was open and the procedure was completed. No further information was available. No patient injury was reported as a result of the procedure.